Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system exhibited noisy signals oversensing. Subsequently, this ICD was explanted and replaced. No additional adverse patient effects were reported.